Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen 2000 mcg/ml (dose 700-800 mcg/day) via an implanted pump. Indications for use were listed as intractable spasticity and multiple sclerosis. A motor stall was seen at initial interrogation. A motor stall and stopped pump period may exceed tube set occurred. There were multiple motor stalls and recoveries going back to (B)(6) 2016 and some lasting more than 48 hours. The most recent stall occurred on (B)(6) 2016 and had not recovered. The patient did not recently have magnetic resonance imaging (MRI). There was no electromagnetic interference (emi) or magnetic interaction. The patient heard an alarm, but it was not clear on why the patient did not come in to have the pump checked or if they did because this was not the doctor they normally see. The plan was to program the pump to off mode due to the stalls. It was also reported the hcp noticed the reservoir volume was still decrementing down. The patient experienced itching, increase in spasticity, and confusion. The patient was hospitalized the previous week ((B)(6) 2016) for intermittent withdrawal. It was also noted the drug was lioresal 2000 mcg/ml (dose 785.9 mcg/day); however this was discrepant from what was initially reported. The baclofen lot number was unknown. Follow-up is underway to clarify this information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.